Event description:
Customer reported via phone call that they are having a fill anomaly. The blood glucose reading is 79 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on motor assembly and alarmed a33 during prime/a33 test due to moisture damage on force sensor resistor. The insulin pump passed displacement test and rewind test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.